Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical administrator. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the account notified me via email at the time of closure that the angio-seal components did not come out of the angio-seal sheath. All components were removed, and manual pressure was applied. No blood loss occurred. The event took place intra-operatively and did not result in patient injury or require medical or surgical intervention. Additional information received on 02 may 2025: during a prostate artery embolization procedure using a 5fr sheath, a pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Although blood return was not immediate, repositioning resolved the issue. The patient remains stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. Based upon the inspection of the returned sample the reported event was reassessed and deemed not reportable. One (1) 6 fr angio-seal device was returned. The returned sample includes the header bag, arteriotomy locator, hemostasis sheath and carrier tube. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the distal tip. The device is set to forward lock position, deploying the anchor. The device is reset to rear lock position, posting the anchor on the distal tip of the device. The anchor is manually pulled and the anchor, collagen, and tamper tube fully deployed. The complaint can be confirmed for a nondeployment device pullout. The device was returned with the anchor visible in the distal tip, and the device was able to be successfully deployed. The exact root cause cannot be determined. The likely cause is there was an obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).